Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode with no output or telemetry. After reprogramming the device, normal function ensued.

Event description:
(B) (6). It was reported that during a carotid procedure, the patient experienced vasospasm. Per operative report details, the filterwire was initially inserted and was unable to advance. Upon the second attempt by the physician, the filterwire was successfully deployed. Details of the lesion are unknown. Additional information have be requested from the site but have not been received.